Manufacturer narrative:
The reported events of lead degradation and oversensing noise were confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy located at the distal region of the lead and another external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. The cause of the reported events was isolated to the outer insulation abrasions exposing the outer coil.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) and atrial lead exhibited noise oversensing. Insulation degradation was also noted. The leads were explanted and replaced. The patient was stable.